Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) complete. The reported problem (resets) was confirmed. Review of the pt's flag files confirms monitor resets in the field. Upon investigation, the monitor reset once during eval at a zoll distributor. Upon receipt of the monitor at zoll mfg, the monitor resets were unable to be duplicated. Eval of the monitor at zoll mfg indicates that the root cause of the monitor resets was likely due to a problem with the micro-sd card. The sd card was replaced as a precautionary measure. No adverse event resulted from the defective battery pack. Ty to charge is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.